Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain and a pericardial effusion. During the implant procedure the delivery tip kept sliding down the septal wall and later an echocardiogram showed a perforation. A trans thoracotomy was performed and the condition resolved. The device remains in use. No further patient complications have been reported as a result of this event.